Manufacturer narrative:
We couldn't determine the cause of breakage because specific patient and clinical information were not provided. No quality problem was found from device history records of lot a16e065. Reference report (B)(4).

Event description:
This event occurred in (B)(6). A patient underwent surgery implanting dyna locking trochanteric nail on (B)(6) 2016. The patient recently complained of pain. It was confirmed that a trochanteric nail,130-12x200mm and a neck screw assembly,90mm were broken. Broken implants removal and revision surgery were performed at another hospital on (B)(6) 2018. But the surgeon did not remove several pieces of the broken neck screw assembly and they remain in the patient's bone. The patient was revised with another company products. It was reported that after revision surgery, the patient left the hospital as good. This is report two of two for this event.